Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose over 500mg/dl. The father stated that the customer changed the infusion set two days prior to the event and the cannula was bent. The customer also changed the site. The father mentioned that the quick serter was sticking because the adhesive patch is too large for the serter, which caused to bend the cannula and her blood glucose was out of control. The father stated that she inserts the cannula in the upper buttocks while he is not standing. The caller stated that the infusion sets were tossed out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.